Event description:
Caller reported a cgm error 42 that had occurred three or more times on the pump, though the pump had not been reset in the last 24 hours. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, which was under warranty. The customer was instructed to place the pump in storage mode and return it using the pre-paid label within 10 days, while continuing to use their current pump to ensure insulin delivery.